Event description:
A physician reported that an oct system straight rod, dual hex, cocr fractured 3 months post-operatively. Revision surgery was performed.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. However, through x-ray analysis; the reported rod was seen to be fractured between t10 and l2 level. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. According to the IFU; physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices. Metallic implants are not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. It could not be determined if fusion was achieved. Incidence of pseudoarthrosis could allow for continued dynamic motion within the construct, which may contribute to a failure of this nature. It was not confirmed if the patient was involved in strenuous activities, which could also introduce unanticipated loading within the construct, leading to rod fracture.

Manufacturer narrative:
Return status unknown.

Event description:
A physician reported that an oct system straight rod, dual hex, cocr fractured 3 months post-operatively. Revision surgery was performed.